Event description:
During a routine follow-up, there was noise on the atrial lead. The representative performed postural testing and the noise could not be recreated. The impedance and thresholds were stable. They will continue to monitor the lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.